Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was scrapped. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the monitor would flicker and then shut off. A back-up device was reportedly used. A few minutes delay in the procedure was noted. No harm to patient or user was reported.